Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was during vein harvesting the unit collapsed the vein despite not having suction tubing. Staff also stated it's not keeping the vein insufflated properly. Since we had an issue with the insufflator tubing with some backflow. The pa decided to convert to open the arm to harvest the radial artery instead of doing it endoscopically.